Event description:
The patient reported experiencing frequent e4 (occlusion) errors and elevated blood glucose of over 600 mg/dl the night of (B)(6) 2010. The patient changed the infusion site 5 times and the infusion tubing 2-3 times in an attempt to clear the errors. At 2:00 am, the patient switched to the backup infusion device using new accessories and blood glucose decreased. At 8:00 am, the patient's blood glucose lowered to 40-50 mg/dl and the patient went to the hospital. The patient's normal blood glucose level is 120 mg/dl. No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.